Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 110mg/dl. The customer changed their infusion set and received another occlusion alarm during bolus delivery. The customer declined troubleshooting with tandem technical support (cts) due to having troubleshot the issue on their own. No damage was noted to the cannula. The customer was to change their infusion set to a different type of infusion set in order to resolve the occlusion alarm as they believed that the type of infusion sets they were using were causing the occlusion alarms.